Manufacturer narrative:
Report source: csc product recovery specialist. No product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set male luer lock broke off when disconnected from the stopcock. A piece remained stuck in the stopcock. There were no adverse effects caused to the patient from the event. Customer stated that there is no further event information available.